Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complaint, during a procedure using biopsy forceps the forceps were attempted to be advanced through the scope. Resistance was met near the distal end of the scope. They removed the scope and the distil tip of a cre balloon catheter from the previous procedure came forward. The exact date of the original procedure using the cre balloon is unknown however the account confirmed there were no issues with the cre balloon noted and that procedure was completed with that cre balloon. Additionally the account stated that the scope had been cleaned between procedures without issue. It was confirmed that the distal tip remained in the scope for the second procedure and never entered the patient. The tip was lodged in the scope and unable to be removed onsite. The scope was switched out for another scope to complete the procedure with the biopsy forceps. The scope was sent to the manufacturer to remove the distal tip of the cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: based on the picture received, the reported defect of distal tip detached/separated could be confirmed. The balloon remains are clearly visible on the tip, which is consistent with the tip being torn away from the shaft and the balloon. The core wire is cut just below the tip which is consistent with the distal tip being caught by some external object (possibly by scope elevator) and then cut/separated upon catheter withdrawal with excessive force. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. The lot number was not reported; therefore, a review of the manufacturing records could not be performed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complaint, during a procedure using biopsy forceps the forceps were attempted to be advanced through the scope. Resistance was met near the distal end of the scope. They removed the scope and the distil tip of a cre balloon catheter from the previous procedure came forward. The exact date of the original procedure using the cre balloon is unknown however the account confirmed there were no issues with the cre balloon noted and that procedure was completed with that cre balloon. Additionally the account stated that the scope had been cleaned between procedures without issue. It was confirmed that the distal tip remained in the scope for the second procedure and never entered the patient. The tip was lodged in the scope and unable to be removed onsite. The scope was switched out for another scope to complete the procedure with the biopsy forceps. The scope was sent to the manufacturer to remove the distal tip of the cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for distal tip detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.